Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle due to insufficient cleaning. The reported issues (noisy image and corroded connector) were not confirmed during testing. In addition, there was poor contact with the connector, the connector was corroded due to water invasion in the device, there was a leak from the bending section cover due to handling, there was play at the angulation knob and angulation was insufficient due to elongation of the angle wires, the objective lens and light guide lens were cracked due to handling, the adhesive on the objective lens was peeling, the adhesive on the objective lens was cloudy due to handling, the adhesive on the bending section cover was chipping due to deterioration, the adhesive on the bending section cover was cloudy due to handling, there were scratches on switch one and the flexible tube due to handling, the tip cover was crushed/dented due to a crack in the resin due to handling and discolored due to insufficient cleaning, the suction cylinder was chipped due to handling, the light guide coil was scratched due to handling, the light guide tube was wrinkled due to the handling, and the boot protector on the operation side was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device was noisy and the metal contacts of the connector were corroded. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update e4/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed. Three attempts were made to obtain additional information regarding reprocessing at the facility, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected e1 based on translation of customer information.